Event description:
Customer reported the system displays an x-ray overtime error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack and tightened the interconnect cable connector. System operates as intended. (B) (4)